Manufacturer narrative:
(B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Data was extracted using approved software, and extraction was successful. Sensor found to be in state 1 (storage state). Insertion failures were not observed. Therefore, the issue is not confirmed to use due to no insertion failures, which is evidence that user did not activate the sensor. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Section d4 (expiration date) was updated based on returned product download. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "replace sensor" error message with the adc device and was unable to obtain readings. As a result, customer experienced symptoms described as a bump on the head, a loss of consciousness and was unable to self-treat. However, no contact with a healthcare professional (hcp) or non-hcp third-party intervention was reported for this issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "replace sensor" error message with the adc device and was unable to obtain readings. As a result, customer experienced symptoms described as a bump on the head, a loss of consciousness and was unable to self-treat. However, no contact with a healthcare professional (hcp) or non-hcp third-party intervention was reported for this issue. There was no report of death or permanent impairment associated with this event.